Manufacturer narrative:
(B)(4). One unused/opened set was received in original packaging reference to particulate matter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected and noted set containing what appears to be grease on the spike. This report of particulate matter was confirmed in the lab. It is unknown how grease would come into contact with the part; therefore, a cause could not be identified.

Event description:
A customer contacted baxter to report finding a foreign material in the tubing. There was no patient involvement .no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.